Manufacturer narrative:
H6: investigation summary: the customer reported they are unable to move multiple isolate markings after upgrading to synapsys 4.10 material number 444150, serial number (B)(6). Service and r&d were able to investigate the issue and determined this was a software bug. The customer modified their workflow and a system change request (scr 273646) was created to address this in a future release. This is a confirmed failure of a bd product the root cause is a software bug. Bd will continue to monitor for trends associated with this issue.

Event description:
It was reported that workflow errors were observed on the bd synapsys¿ while trying to isolate markings one at a time after a software update. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "problem: unable to move multiple isolate markings at one time after update to 4.10. They get an internal server error is they try to move more than one marking and save."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that workflow errors were observed on the bd synapsys¿ while trying to isolate markings one at a time after a software update. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "problem: unable to move multiple isolate markings at one time after update to 4.10. They get an internal server error is they try to move more than one marking and save."